Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system caught on fire, was smoking and red hot. The harvester was not touching anything when it happened, and the unit had to be unplugged from the power supply. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the heater was shifted and the jaws were burnt. The hot jaw silicon was cracking. The device had some evidence of blood. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specifications during several device activations, the device self-activated. Based upon the visual observations and the functional test, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).